Event description:
It was reported that during an unknown procedure, the device's blade broke off and they took the disposable and compared the device to the broken piece to make sure the blade matched up with what was left on the disposable's end and it did. The case was still ongoing.

Manufacturer narrative:
(B) (4). (B) (4). Only the blade tip that broke off was returned - no device was returned